Event description:
As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day timeframe. We are filing these late reports as directed by the rsmb staff. The pt had a wound infection. The pt was treated with oral duricef; the pt's dose of oxycontin was also increased. The wound was cleaned; neosporin and hydrogen peroxide were applied. In 2008, the wound was surgically revised. The pt recovered without sequela.